Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump was damaged. She stated top o ring was broken. Customer's blood glucose level was 254 mg/dl at the time of incident. The current blood glucose level was 164 mg/dl. Troubleshooting was performed. But customer decline troubleshooting for high blood glucose. The product will return for the analysis.

Manufacturer narrative:
The insulin pump passed the rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the displacement accuracy test. The insulin pump was received with scratched case, pillowing keypad overlay, cracked battery tube threads, cracked case behind the pump at the corner of the belt clip rails, broken reservoir tube lip, partially broken retainer, and minor scratched lcd window.